Event description:
The screw from the proximal cone body, restoration modular system, was inserted and torqued into the proximal body attached to the distal stem, insitu. The screw snapped at the junction between the thread on the screw and the shaft, leaving the screw insitu.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.